Event description:
Upon further analysis on the connector and electrode (mating) ends of quadfilar coil 2 coil break (found at 288 mm) what appeared to be wear and scratch marks were observed on the inside of the coil surface. What appeared to be an inclusion / voids were observed on one of the broken coil strands of the electrode (mating) end. In addition, what appeared to be mechanical distortion (smooth surfaces and scratch marks) was observed on the outside surface of one of the coil strands of the electrode (mating) end. During this analysis the exact impact the inclusion / voids made to the observed fracture could not be determined. Based on the appearance of the lead coils, it is believed that the break and smooth surfaces were most likely occurred during implant life. With the exception of the observed discontinuities and the observations previously reported, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted.

Event description:
The product analysis for the generator and lead was completed. The pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. An analysis was performed on the returned lead portions. The electrode array section was not returned for analysis, and therefore, an evaluation and resulting commentary cannot be made on that portion of the lead. During the visual analysis of the returned quadfilar coil 1 and quadfilar coil 2 appeared to be broken. Scanning electron microscopy (sem) was performed and identified the areas as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and pitting. There is evidence that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Event description:
During the incision process in the product analysis lab during review of lead, an abraded opening was observed on the inner silicone tubing in the area of quadfilar coil 1 coil break. An abraded opening was not found on the outer silicone tubing in this area.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental report #2 inadvertently did not include this information.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high lead impedance was detected on the pt's vns system. X-rays were taken, and a copy was sent to the manufacturer for review. Based on the x-rays received, there were no gross discontinuities or sharp angels that were visualized. Due to the quality of the x-rays, a lead pin insertion problem could not be ruled out. As the entire lead could not be assessed, continuity in that portion of the lead could not be confirmed. The placement in which the electrodes were wrapped on the nerve was difficult to assess, although the electrodes were in the correct orientation. The nurse reported that she does not think that any trauma or manipulation contributed to the high impedance, but she is not sure what caused it. No additional info was provided. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
The patient had generator and lead replacement surgery on (B)(6) 2012. The explanted products were received by the manufacturer on (B)(6) 2012. However, product analysis has not been completed to date. The implant card was received which reported that the surgery on (B)(6) 2012, was due to battery depletion with near end of service=unknown and due to lead discontinuity. The lead impedance following replacement was reportedly okay. The return product form indicated the reason for replacement was due to the "lead cracked." The company representative reported surgeon replaced the lead due to high impedance and the generator was replaced prophylactically.